Event description:
It was reported that the rover's power cord was burnt. This was discovered by a field service technician while repairing the device. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The power cord was replaced and the device passed all required testing and placed back to service.